Manufacturer narrative:
Other applicable components are: product ID 977a260, ,serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID 977a260 , serial# (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the spine procedure was not related to the patient's device/therapy. No further actions had been taken to resolve the dislodged lead issue. No further complications reported.

Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's lead was dislodged during a spine procedure and the patient experienced a loss of efficacy from the left side lead. The remaining lead was programmed and the issue was not resolved. No further complications reported.